Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ had unsealed packaging leading to a sterility breach. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: three (3) photos were returned for investigation and observed open seal in unit package. There is no transfer of sealing observed on the bottom web. (B)(4) samples received and observed open seal in unit package. Return sample was subjected to visual inspection. There is no transfer of sealing observed on the bottom web. Investigation conclusion: from the manufacturing records, production encountered sealing issues and the sealing gasket was changed for all cavity block. Probable cause could be the gasket came out from the cavity block resulting no transfer of sealing on the bottom web. The nonconformance could be due to improper backtracking performed by the production technician resulted in escapees. CAPA# (B)(4) was raised to address on sealing issues. The affected batch produced before CAPA implementation stage. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd syringe luer-lok¿ had unsealed packaging leading to a sterility breach. No serious injury or medical intervention reported.